Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose since they received the replacement insulin pump. The customer's blood glucose was 419 mg/dl at the time of incident. The customer's blood glucose was 419 mg/dl at the time of call. The customer's spouse stated that they have not yet treated the high blood glucose at the time of call. The customer's spouse stated that the drive support cap was normal. The customer's spouse stated that the settings were correct. The insulin pump will not be returned for analysis.